Manufacturer narrative:
UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial laser ablation procedure intra-operatively. It was reported that the surgeon noticed the tip of the laser catheter was leaking saline after ablation. Site confirmed no visible saline was observed leaking into the patient. There was no delay in surgery and no impact on patient outcome.